Event description:
It was reported that customer experienced high blood glucose (bg) levels in the past; exact level unknown but displayed "high." Customer administered a correction injection to successfully resolved the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.